Manufacturer narrative:
(B)(4). The exact date of the event is unknown. The device is currently in the process of being evaluated on-site by a field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported that a flogard infusion pump had received an f-38 alarm. It is unknown when this condition occurred. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The exact date of the event is unknown. The device is currently in the process of being evaluated on-site by a field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an "f-38 alarm" was confirmed during device evaluation. The root cause was due to a damaged right force sensing resistor (fsr). The right fsr was replaced to resolve the reported condition.